Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without a low battery alert. The customer's blood glucose level was 216 mg/dl at the time of incident. The customer reported this being the second occurring alarm. The customer did troubleshoot the issue. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.